Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
Customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. On (B)(6) 2018, customer tested by fingerstick on the meter and the result was 5.2 inr. The customer had a lab test within 7 hours and the result was 3.63 inr. On (B)(6) 2018, customer tested by fingerstick on the meter and the result was 5.0 inr. The customer retested on the meter and the result was 4.9 inr. The customer had a lab test within 7 hours and the result was 3.48 inr. The customer has a therapeutic range of 2.5-3.5 inr. Customer stated the blood may have taken longer than 15 seconds to apply following the fingerstick. The customer has difficulty getting blood and squeezes the finger to obtain enough blood for the test. Customer has no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no illness, no symptoms of bleeding or bruising and is not anemic. The customer's diet varies and they stopped taking one medication 3 months ago. There was no allegation of an adverse event. Retention test strips (304974) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09) on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.